Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.